Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient presented to the emergency department with fever, rigor and chills. The blood cultures were taken, and the organism was identified as (B)(6). The patient was treated with antibiotics for sepsis and bacterial endocarditis with vegetation on the leads. The patient is a participant in a clinical study. The cardiac resynchronization therapy defibrillator (crt-d) system was replaced with a leadless implantable pulse generator (ipg).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. No further patient complications have been reported as a result of this event.